Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Our investigation was inconclusive due to case logs from the procedure not being available due to the start-up error encountered. A field service engineer repaired the system on work order. A system functionality test was performed, and the unit was left fully operational. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Robot brought into room and turned on without any issues. Screen went to a blue screen with message "a start up error has occurred". Tried multiple restarts and error still occurred. Case had to be aborted.